Event description:
The contact was a police detective who was investigating the death of a baby. The baby had been diagnosed with diabetes in 2005. It was discovered that the log book contained blood glucose results that were not in the memory of the meter. The parents alleged the meter memory loss of data points had contributed to the death of the baby. No other information was provided. No product will be returned at this time.